Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and fever. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to touch contamination during ccpd therapy utilizing the liberty cycler set as reported by a medical professional. Touch contamination is the leading source of transmission of pathogens that cause peritonitis. This is further evidenced by the presence of microorganisms that are prevalent in human skin and hands. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service that they experienced peritonitis. There was no specific allegation that the peritonitis was caused by a deficiency or malfunction of any fresenius product(s) or device(s). The patient was calling to pause any future shipments of pd supplies because they had transitioned to in-center hemodialysis (hd) for the interim. Additional details were obtained through follow-up with the patient¿s pd registered nurse (pdrn). The pdrn reported the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and a fever. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with staphylococcus haemolyticus and a white blood cell (wbc) count of 259/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. The ip ceftazidime was discontinued upon culture results. On (B)(6) 2021, the patient presented to the outpatient clinic again with abdominal pain. Peritoneal effluent fluid cultures were taken in the outpatient clinic again, and they presented with staphylococcus haemolyticus and a wbc count of 861/mm3. It was discovered the patient was non-compliant with their full antibiotic prescription and this occurrence was a persisting peritonitis from the previous diagnosis on (B)(6) 2021. The patient was not hospitalized for this event and their ip vancomycin dosage was increased (unknown dose, frequency, and duration). The patient was found to be continuously non-compliant with their antibiotic treatment, and on (B)(6) 2021, their pd catheter was removed in an outpatient procedure due to the severity of the infection. The patient was transitioned to hemodialysis (hd) on an in-center basis following this event. It was confirmed the patient¿s persistent peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd for renal replacement therapy on an in-center basis following these events with plans to return to ccpd therapy on the same liberty select cycler once cleared by his physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service that they experienced peritonitis. There was no specific allegation that the peritonitis was caused by a deficiency or malfunction of any fresenius product(s) or device(s). The patient was calling to pause any future shipments of pd supplies because they had transitioned to in-center hemodialysis (hd) for the interim. Additional details were obtained through follow-up with the patient¿s pd registered nurse (pdrn). The pdrn reported the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and a fever. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with staphylococcus haemolyticus and a white blood cell (wbc) count of 259/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. The ip ceftazidime was discontinued upon culture results. On (B)(6) 2021, the patient presented to the outpatient clinic again with abdominal pain. Peritoneal effluent fluid cultures were taken in the outpatient clinic again, and they presented with staphylococcus haemolyticus and a wbc count of 861/mm3. It was discovered the patient was non-compliant with their full antibiotic prescription and this occurrence was a persisting peritonitis from the previous diagnosis on (B)(6) 2021. The patient was not hospitalized for this event and their ip vancomycin dosage was increased (unknown dose, frequency, and duration). The patient was found to be continuously non-compliant with their antibiotic treatment, and on (B)(6) 2021, their pd catheter was removed in an outpatient procedure due to the severity of the infection. The patient was transitioned to hemodialysis (hd) on an in-center basis following this event. It was confirmed the patient¿s persistent peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd for renal replacement therapy on an in-center basis following these events with plans to return to ccpd therapy on the same liberty select cycler once cleared by his physician.